Manufacturer narrative:
The insulin pump had blank display due to moisture damage electronic assembly. Analysis was unable to verify constant tone due to blank display. The insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.